Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2014 at 2:00 pm she was feeling "delirious" and had a headache, so she tested using her adc blood glucose meter and received a reading of 273 mg/dl, which was higher than she felt and higher than a subsequent reading obtained at a healthcare facility. Paramedics were called and upon arrival initiated an intravenous infusion of unknown type and transported her to a local healthcare facility. At the hospital a reading of 70 mg/dl was received at 3:00 pm. Customer noted she had an EKG done, blood was drawn for laboratory analysis and she received "needles for (her) headache". Customer was unable to clarify the headache treatment she reportedly received. Customer did not receive any diabetes-specific diagnosis. There was no report of death or permanent injury associated with this event.